Manufacturer narrative:
This report is being submitted to relay additional information. Mw5077762.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed with the review of medical records and radiographs. X-ray review demonstrated that overall fit and alignment of the implants are normal, without hardware failure or loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting alval, significant scar tissue and corrosion on the head neck junction. Osteolysis is also noting around the stem component. The liner was found to be worn and replaced. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified implanted worn / foreign material for the neck. The neck was submitted for further analysis. Analysis determined the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies would contribute to reported event. Left hip initial op note shows the patient had tha due to degenerative joint disease. No soft tissue impingement was noticed. X-ray review demonstrated that overall fit and alignment of the implants are normal, without hardware failure or loosening. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00801803602, femoral head, lot # 61199505. Item # 00625006525, bone screw, lot # 61185878. Item # 00620005622, cup, lot # 61142227. Item # 00630505636, liner. Lot # 61127748. Item # 00771301000, femoral stem, lot # 61053576. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03293.

Event description:
It was reported that a patient is experiencing pain, weakness, and elevated cobalt levels approximately 9 years post implantation. Post op radiology report indicates all components are satisfactorily positioned. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently has experienced pain from day of procedure. Post op radiology report indicates all components are satisfactorily positioned. Leg is weak and patient claims elevated cobalt levels. Nine years later, the patient reports that the pain and aching has grown worse. Six months later the patient was revised due to elevated metal ions. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a left tha and subsequently nine years later was revised due to pain and elevated metal ions. It was noted during the revision, alval, significant scar tissue throughout, as well as head/neck corrosion. No further event information available at the time of this report.